Manufacturer narrative:
Received one speedband superview super 7 device for analysis with residue present indicating use or handling. A visual examination of the returned device found two bands remaining on the ligator head with one band moved out of the position. There was no issue with the ligator head teeth. The suture was found to be intact and attached to the ligator head and the trip wire loop. The trip wire had been cut, most likely to facilitate the removal of the system from the scope. It was observed that the trip wire was not secured in the handle assembly slot and the slot did not present any evidence of previous securing of the tripwire. A functional evaluation of the handle was performed by turning the handle knob at 180 degrees, an audible click was heard, and indents were felt. No issue was noted with the handle assembly. Based on the evaluation of the returned device, it appears that the trip wire was not properly tightened and secured during device set-up, as instructed in the dfu. Failure to properly tighten and secure the trip wire most likely impacted the timing of band deployment and contributed to the complaint event. Therefore, the most probably root cause is user/use error. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an upper endoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the handle was rotated to deploy the bands inside the patient; however, the bands would not consistently deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an upper endoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the handle was rotated to deploy the bands inside the patient; however, the bands would not consistently deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.